Event description:
It was reported that during the device change out procedure, a lead replacement was attempted but there was not enough room to advance the lead. So, the lead was not implanted and the chronic lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned and analyzed and no anomalies were found. The inner tubing was kinked/buckled, there was blood in/on the helix mechanism and the lead was damaged at implant.